Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide catheter: cordis rdc 7f, cordis 8f. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The omnilink elite peripheral stent system instructions for use states the following as required material: introducer sheath in the appropriate size and configuration for the selected stent delivery system (refer to packaging label), and the scanned packaging label in the electronic lot history record (elhr) of this lot lists a recommended minimum introducer sheath of 6f with ID of 0.083 inches (2.12mm). The investigation was unable to determine a conclusive cause for the reported resistance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a non-tortuous, moderately calcified lesion in the right renal artery. The omnilink elite 8 x19 mm was advanced through a non-abbott 7fr renal curve (rdc) introducer guide catheter with some resistance. The stent went through but there was resistance and a contrast run around the stent could not be done. The stent was withdrawn into the guide catheter; however, it got stuck so the guide catheter and the stent were removed together. In order to treat the right renal artery, a non-abbott 8fr rdc introducer guide catheter was used with an omnilink 7 x 19 mm which was successful. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.